Manufacturer narrative:
H3: product analysis not verified the customer complaint. Console not connecting with pi cable. Console fails self-testing procedure in the initial boot. Pmb board failure. H6: previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes has been updated to fdm b01, fdr c02, fdc d02 and img g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that no fault found with patient interface. H6: previously applied fdm b21, fdr c21 and fdc d16 codes has been updated to fdm b01, fdr c19 and fdc d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4).h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm b21, fdr c21, fdc-d16 and img-g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, making static noise/interference when there¿s no esu¿s activated. There was no patient impact.